Event description:
It was reported "iab failed leak test". Additional information sates that the iab catheter was "planned to be removed". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn# (B)(4). Returned for investigation was a 30cc 8.0fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the ups shipping box and was in a sealed bio hazard bag. Upon return, the supplied teflon sheath was noted on the returned sam-ple. The one-way valve was tethered to the short driveline tubing. The bladder was fully un-wrapped. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the iabc helium pathway. The fos connector and cal key were exam-ined. The fos gray connector was properly seated in the blue clamshell housing and both retain-ing tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no damage or abnormalities were noted. The cal key was intact, and no damage or abnormalities were noted. The customer submitted photos were reviewed. The first photo shows the pump generated alarm strip with multiple "possible helium loss 2, subcode 0" alarms, which is consistent with the reported event. The second photo shows the iabc bifurcate with the serial number label; the serial number identified in the photo, matches the serial number reported on the complaint report and returned sample. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The cal key and fos were connected to the iabp. The cal key was recognized. The fos was connected and the iabp zeroed the iabc. The pump status displayed "ok" indicating the fiber is fully intact. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. An external leak was immedi-ately detected from the distal end of the bifurcate bushing. Under microscopic inspection, the leak from the bifurcate bushing occurred from the adhesive bond. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "iab failed leak test" is confirmed. During the complaint investigation, an external helium leak was confirmed from the intra-aortic balloon catheter (iabc) bifurcate bushing adhesive, which resulted in the helium loss alarm and caused the reported complaint. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the external leak from the iabc bifurcate bushing adhesive. The probable root cause is manufactur-ing related. A corrective and preventive action (CAPA) has been initiated to address the issue.

Event description:
It was reported "iab failed leak test". Additional information sates that the iab catheter was "planned to be removed". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4).